Manufacturer narrative:
The product was not returned to us endoscopy and the lot number is unknown. The instructions for use include the following: "assess the patient's oral capacity to ensure it is compatible with the size requirements of the bite block. Assess patient for appropriate or intact dentition as well as oral and maxillofacial trauma prior to using and after removal of the bite block. Place the bite block in the patient's mouth. If the retaining strap is used, secure the strap on the bite block. To secure retaining strap (if applicable): insert the retaining strap through posterior aspect of side port and thread over cleat." In-service training on use of the adjustable woven strap has been provided to the user. Device not returned to manufacturer.

Event description:
The bite block with retaining strap is used to protect the endoscope insertion tube from being bitten by the patient. The product includes an adjustable woven retaining strap which is used to secure the bite block to the patient's mouth. The user facility reported abrasion to patient's lips following procedures which included use of the bite block. The patients were treated with a topical ointment.